Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the unspecified bd conventional pen needle broke off into the childs abdomen during use when administering medication (hgh). Through the x-ray found the broken needle remained under the skin of the child's abdomen. The doctor of hospital stated that only broken needles can be removed through surgery, but the damage to child is greater. Currently, the needle still remains in the child's abdomen.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.